Event description:
It was reported that this pacemaker was explanted due to the device reaching end of life (eol). A new device was successfully implanted. No additional patient adverse effects were reported.